Event description:
The affiliate stated the customer reported falsely elevated initial troponin I (access accutni) results, within the risk stratification range, for two patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system. The customer indicated the initial results were released out of the laboratory. Subsequent testing of the patients' samples, on the same instrument, generated lower results within different clinical categories. One of the patients' samples was analyzed through an alternate methodology which produced a negative result. The customer indicated there was no report of patient consequence or change in patient treatment associated with this event. The patients' samples were collected in 13x100 ml serum tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius. No sample integrity issues were noted. The customer indicated system check, calibration, and quality control (qc) were within assay and instrument specifications. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.